Event description:
Information was reported by the consumer regarding their implanted pump which was used to deliver morphine. The indication for use was non-malignant pain and failed back surgery syndrome. On (B)(6) 2016 the consumer reported that they had a pain pump for about six years. It had been a constant source of problems; it remains in place but does nothing. The patient noted that they had disagreed with their healthcare professional (hcp) regarding the drug in the pump; the patient did know what had worked best but the hcp refused to do anything and would not refill the pump. The pump ran out of morphine about eight days later, twelve days later the patient had severe drug withdrawal. The patient was taken to the hospital and after three days in the critical care unit and two days at home the patient became conscious again. The patient had a weird feeling on their left side which was a stroke. Six months later the consumer reported that they sit at home, watch tv, and wait for the next stroke which their hcp said would probably come. It was noted that the pump had quit alarming. Additional information was reported by the patient on (B)(6) 2016. In (B)(6) 2015 the patient had an appointment with their hcp where the patient requested that the hcp "cut the drug back" the hcp refused and dismissed the patient. The patient's withdrawal started on (B)(6) 2016 and on (B)(6) 2016 the patient was rushed to the hospital because of a stroke. The patient blames the stroke on their withdrawal. The patient had also experienced severe pain in their lower back and cannot sleep. It was reported that the patient would like drug put back in the pump but they cannot find a new hcp. It was also noted that the patient cannot drive because of the stroke and cannot travel far for a new pain doctor. The patient had experienced severe joint problems in their neck and a crushed shoulder.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.